Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient was hospitalized for an unknown blood glucose with confusion. During a review of the pump, the reporter indicated that the basal history did not appear to correctly match the active basal rate settings. This report is made based on the allegation that the patient was hospitalized for unknown blood glucose associated with a reported discrepancy between the basal rates and the pump basal history.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump recorded an insulin delivery cessation related to a replace cartridge alarm on (B)(6) 2015 from 08:32 until 09:50, and on (B)(6) 2015 from 20:18 until 22:02. One loss of prime warning was recorded on (B)(6) 2015 at 09:14 and deliveries resumed at 10:05. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.